Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - right hip; reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: unknown. Update - amended surgery date and added reason for revision taken from (B)(6) dated 25th november 2013. Reason(s) for revision: pain. Update - filed in mw fields, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 15th april 2014.